Event description:
A malfunction alarm labeled as "malf 16" was reported, but no significant events were noted prior to this malfunction. There was no adverse impact to the customer's blood glucose level. The customer continued using the current pump, as it is still under warranty, while tandem technical support provided instructions to reset the pump, advised that the malfunction might recur, and sent a replacement pump. The customer was informed that the replacement pump would include updated software and received instructions for returning the faulty pump within 10 days to avoid charges. Additionally, the customer was advised on how to program settings and connect their cgm to the new pump. Customer will continue to use current pump.